Event description:
It was reported that during use of the left ventricular (lv) lead, follow-up visit showed high lv threshold. Subsequent follow-up visits showed slight increase in threshold, and stable high threshold. An express vector was performed, lv pacing configuration and threshold value were re-programmed. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.